Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician reported that the sakura fire star 2.0 x 20 balloon catheter deflated very slowly. The patient was not symptomatic as a result of the reported product issue. The physician spent additional time in getting the balloon to deflate properly-approximately one (1) minute. The procedure was completed successfully. There was no reported patient injury. The target lesion was the left anterior descending (lad) artery. The lesion was an 85% stenosis and was not calcified/tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. An inflation device was used for the procedure and the contrast used was ultravista. The contrast to saline ratio was one to three (1:3). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. There was no contrast leakage reported during inflation and the balloon maintained pressure during inflation. The maximum inflation pressure was 8 atm. The balloon or shaft did not burst. The balloon re-wrapped properly.

Manufacturer narrative:
Additional information/lot number received.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician reported that the sakura fire star 2.0 x 20 balloon catheter deflated very slowly. The patient was not symptomatic as a result of the reported product issue. The physician spent additional time in getting the balloon to deflate properly-approximately one (1) minute. The procedure was completed successfully. There was no reported patient injury. The target lesion was the left anterior descending (lad) artery. The lesion was an 85% stenosis and was not calcified/tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. An inflation device was used for the procedure and the contrast used was ultravista. The contrast to saline ratio was one to three (1:3). The same indeflator was used successfully with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. There was no contrast leakage reported during inflation and the balloon maintained pressure during inflation. The maximum inflation pressure was 8 atm. The balloon or shaft did not burst. The balloon re-wrapped properly. The product was returned for inspection. One non-sterile firestar 2.00 x 20 mm was received coiled inside two plastic bags. The balloon was already inflated, inflation residues were found inside the unit. The inner body was found collapsed. No other anomalies were observed. The unit was flushed using an indeflator device in order to remove inflation residues, and a leakage was observed near of proximal area of balloon. The inflation and deflation test could not be performed since the condition of the unit. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. There was no evidence of damage on the area where the supposed burst was present. The sample exhibited no evidence of internal or external surface material damage. The exact cause of leak (balloon) and inner body conditions found during analysis the failure could not be determined. There are controls to detect this kind of issues during manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The 'deflation-difficulty' failure reported by the customer could not be confirmed. The exact cause of the failure reported by the customer and the balloon leakage found during product analysis could not be determined. Neither the DHR review nor the product analysis suggests that the failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician reported that the sakura fire star 2.0 x 20 balloon catheter deflated very slowly. The patient was not symptomatic as a result of the reported product issue. The physician spent additional time in getting the balloon to deflate properly-approximately one (1) minute. The procedure was completed successfully. There was no reported patient injury. The target lesion was the left anterior descending (lad) artery. The lesion was an 85% stenosis and was not calcified/tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. An inflation device was used for the procedure and the contrast used was ultravista. The contrast to saline ratio was one to three (1:3). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. There was no contrast leakage reported during inflation and the balloon maintained pressure during inflation. The maximum inflation pressure was 8 atm. The balloon or shaft did not burst. The balloon re-wrapped properly. The product was returned for inspection. One non-sterile firestar 2.00 x 20 mm was received coiled inside two plastic bags. The balloon was already inflated, inflation residues were found inside the unit. The inner body was found collapsed. No other anomalies were observed. The unit was flushed using an indeflator device in order to remove inflation residues, and a leakage was observed near of proximal area of balloon. The inflation and deflation test could not be performed since the condition of the unit. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. There was no evidence of damage on the area where the supposed burst was present. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of leak (balloon) and inner body conditions found during analysis the failure could not be determined. There are controls to detect this kind of issues during the manufacturing process. Neither the DHR review nor the product analysis suggests that the leak condition could be related to the manufacturing process of the unit. The reported 'deflation-difficulty' failure could not be confirmed given the condition of the unit (balloon leakage) and sem results. The exact cause of the failure reported by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. A risk assessment was completed to evaluate this issue.